Event description:
The customer reported "pile compartment broken ". There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary cadd - solis vip sn:(B)(6) was received from the customer stating that "pile compartment broken". Visual test was performed- found damaged dso seal, damaged battery compartment, scratched lens. Ehl review shows 46446 error. The pwa replacement. Occlusion test was used. Customer problem was duplicated. Functional test was performed indicating root cause is a problem with defective pwa. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The pwa, dso seal, battery compartment, and lens was replaced.